Manufacturer narrative:
There was no patient involved with this concern. Lot number and device manufacture date was unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the tip of the driver worn. There was no patient involved with this concern.

Manufacturer narrative:
Device manufacture date was unavailable as a valid lot number was not provided.